Manufacturer narrative:
Screw heads were discarded. Once the investigation has been completed any add'l info will be reported in a supplemental report. Device also involved in this event is (B)(4) locking reconstruction plate axsos 20 hole / l240mm 4.0mm locking set lot# n05774.

Event description:
It was reported, "surgeon applied two 20 hole axsos 4.0 recon plates to the pelvic brim. Six screws locking were inserted into the plate, multiple lengths. Two of the locking screws heads popped off during final tightening. All of the screws bound up. Three more screw heads sat proud outside the plate."